Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qhbbmzq0 lot number, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the wound dehiscence? Date of the second procedure? What was the appearance of the suture during the second procedure? What was used for resuturing? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Did the patient¿s wound heal? Was the pain resolved after resuturing? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the wound dehiscence? Date of the second procedure? What was the appearance of the suture during the second procedure? What was used for resuturing? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Did the patient¿s wound heal? Was the pain resolved after resuturing?

Event description:
It was reported that a patient underwent a childbirth delivery on (B)(6) 2021 and suture was used. During the procedure, the live infant was delivered by lateral perineal incision, and then the side incision was sutured with absorbable suture. After 8 days, the wound was found to be dehisced and the patient had wound pain. The pain was aggravated when walking and sitting up, and the wound did not heal. Iodophor disinfection of the wound was done and then the wound was sutured again. Potassium permanganate pelvis was given.. Additional information was requested.